Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage electronic assembly. The insulin pump had minor scratched lcd window, cracked case near display window corners, broken battery tube threads, cracked reservoir tube lip. The insulin pump was unable to performed displacement test due to blank display anomaly.

Event description:
The customer reported via phone call that the insulin pump went blank immediately after being exposed to moisture. The customer also reported that the battery compartment has a crack. The customer's blood glucose was unknown at the time of incident. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.